Manufacturer narrative:
(B)(4). Results of investigation: the suspected ac adapter was returned to carefusion for further evaluation. Upon inspection, the ac lemo connector pin three is missing, pin four was reported burnt/melted, and pin five was reported bent/damaged. At this time, carefusion will track and trend this reported issue and internally investigate the situation. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported the (alternating-current) a/c adapter component on the unit is burned. The customer reported the lemo connector and the pin is physically stuck in the ventilator. At this time, it is unknown whether or not there was any patient involvement associated with the event.